Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working as expected. Two weeks later, a surgical procedure was performed and a crack in the reservoir connecting tube was noted. The cylinders and reservoir were removed and replaced. There were no patient complications reported.